Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2018-12594. It was reported that the patient experienced a reoccurring infection at the ipg site (1627487-2018-12594). In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted and some of the paddle lead remained in the patient. On (B)(6) 2019, the patient underwent a laminectomy procedure wherein the physician was able to explant the remaining paddle lead.